Event description:
It was reported that the procedure was being performed on a (B)(6) patient in the surgical department. The patient had a medical history of diabetes, ischemic cardiopathy, and renal failure. The catheter was being placed into the patient's right jugular vein. The problem occurred at the end of the procedure when the physician tried to attach the two external lumens. This was done prior to the physician cutting the catheter at the mark. After they were attached there was a constant blood leakage. The blood passed between the lumens and "metal rods" located at the attachment end of the lumens. The physician tried to "block" the bleeding with a surgical wire but was not successful. As a result, the catheter was exchanged the next day. There was no delay in treatment, no patient death, and no patient complications were reported. The patient outcome was satisfactory. Additional information received on (B)(6) 2011 states when the physician saw the bleeding, he tried to stop it using a surgical wire in the bleeding area. This was the only emergency procedure and it stopped the bleeding for some hours. The next day there was bleeding again. The physician reported that the bleeding was between the 'wall" of the lumen and extension lines.

Manufacturer narrative:
(B)(4). Sample will not be returned.